Event description:
It was reported that a chest x-ray was performed at the patient's one week post implant check and found that the lead dislodged from the septum to the apex. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.